Event description:
Material #: 10942011-04, batch #: unknown. It was reported by customer that alaris pump alarmed for "air in line". Huge air bubble was identified in tubing. Notified charge rn (B)(6). Tubing was changed and old tubing with bubbles was placed in a bag and placed on clinical lead desk with label on it as directed by charge rn. Verbatim: alaris pump alarmed for "air in line". Huge air bubble was identified in tubing. Notified charge rn (B)(6). Tubing was changed and old tubing with bubbles was placed in a bag and placed on clinical lead desk with label on it as directed by charge rn.

Manufacturer narrative:
It was reported by customer that alaris pump alarmed for "air in line". The customer indicates that a huge air bubble was identified in tubing. One sample was received for quality investigation. Visual examination of the infusion set was conducted and there were no visible damages or abnormalities on the infusions et. The infusion set was primed with water and a simulated infusion was conducted to determine if there would be air-in-line or any bubbles formed in the infusion set. The simulated infusion was conducted at 125 ml/hr for 1 hour. There was no indication of air-in-line or any bubbles formed in the tubing. The customer complaint of air bubbles / air-in-line could not be verified. Due to the reported failure not being replicated, a root cause was not established. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1: initial report email address- (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set had air in line. The following information was received by the initial reporter with the verbatim: alaris pump alarmed for "air in line". Huge air bubble was identified in tubing. Notified charge rn (B)(6) . Tubing was changed and old tubing with bubbles was placed in a bag and placed on clinical lead desk with label on it as directed by charge rn.